Manufacturer narrative:
An outside the united states (ous) customer called the siemens customer care center (ccc) to report discordant, elevated atellica im psa results from a patient that were considered discordant compared to the clinical history of the patient. The patient had previously had surgery for prostate cancer. The limitations section of the instructions for use states: "warning do not predict disease recurrence solely on serial psa values." "The atellica im psa assay is intended to be used as an aid in the detection of prostate cancer and as an aid in the management (monitoring) of prostate cancer patients, in accordance with current clinical practice guidelines. These guidelines define biochemical recurrence of prostate cancer as a detectable or rising psa value post-radical prostatectomy that is >/= 0.20 ng/ml (¿g/l) with a second confirmatory level of >/= 0.20 ng/ml (¿g/l), thus use of psa values < 0.20 ng/ml (¿g/l) is not recommended to identify patients at risk of biochemical recurrence of prostate cancer." Siemens is investigating. MDR 1219913-2022-00115, MDR 1219913-2022-00116 and MDR 1219913-2022-00117 were filed for the same event.

Event description:
The customer contacted the siemens customer care center (ccc) to report discordant, elevated atellica im prostate-specific antigen (psa) results from a patient that were considered discordant compared to the clinical history of the patient. The patient had previously had surgery for prostate cancer. The elevated atellica im psa results were reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im psa results.

Manufacturer narrative:
Initial MDR was filed on 19-apr-2022. Additional information: 19-may- 2022. An outside of the united states (ous) customer contacted the customer care center (ccc) and reported an initial, falsely elevated prostate-specific antigen (psa) result (0.14 ng/ml) for a patient using lot 315 on the atellica im 1600 in november 2021. The patient resulted 0.05 ng/ml when tested with lot 317 in january 2022. The sample was repeated on a different system with psa lot 317 and the results were 0.22 ng/ml and 0.23 ng/ml in march 2022. There was no sample available to be sent in for further evaluation and, the sample was not repeated, and it was not tested with heterophilic blocking tubes (hbt). Siemens reviewed the customer's calibration data for lots 315 and 317 and the recovery was comparable with release data and the qc recovery was acceptable. The issue seems to be a sample specific issue and sample handling cannot be ruled out. Based on the available information, atellica im psa lots 315 and 317 are performing as intended and a product performance issue has not been identified. The customer is operational. No further action is needed. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information. MDR 1219913-2022-00116 supplemental 1 and MDR 1219913-2022-00117 supplemental 1 were filed for the same event.